Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist received error messages "battery backup not available" and "sys needs svc." The device was not changed out and the case proceeded with a backup on standby. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Complaint was discovered during the review of a field svc report on (B)(6) 2012 and is confirmed. The field svc rep (fsr) checked power supplies, sense lines, and installed new batteries. After fsr left the sys charging overnight, the battery backup sys was functioning normally. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.